Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product no longer available for return.

Event description:
It was reported that the infusion set was leaking at the infusion set connection, which the patient was not aware of. The leak caused her blood glucose level to rise (exact values unknown). Her work colleagues called the paramedics and she was taken to hospital. The patient was hospitalized for five days and treated with insulin perfusion. After the transfer set was changed, the patient's condition normalized and she was able to go home after five days.